Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the patient experienced pain during sensor insertion on (B)(6) 2015. The sensor was inserted at the abdomen. The patient is using lidiocaine 2%, a prescription numbing cream, to assist with sensor insertion. The cream was prescribed on (B)(6) 2015. At the time of contact, the patient's mother did not report any injury or further medical intervention.